Event description:
The manufacturer received a voluntary medwatch (mw5148740) regarding the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges they "noticed feeling unreal or detached from time to time mentally" and "noticed more so when working out at [the] gym, had no covid." They had mentioned this to their doctor twice and "had no relevant tests." The patient states, "this is the replacement kit upgrade." There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to the manufacturer.